Manufacturer narrative:
Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider" the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids and long acting insulin. Customer was released on (B)(6) 2020 with no permanent damage. Customer alleged pump did not deliver insulin as intended. Reportedly, the customer had used humalog with pump supplies for three days. Tandem technical support educated customer regarding cartridge/insulin labeling. Although requested, the customer declined to perform a pump system check to determine a possible cause. Reportedly the customer continued to use the pump for insulin therapy.